Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to patient experiencing extreme discomfort from the last pacemaker pocket revision procedure. The pacemaker had been placed under the muscle by another physician, and migrated to the axilla area. No infection noted. Physician did the explant and was sending the patient back to her regular cardiologist. Should additional information become available, this file will be updated.